Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the meter issue began on (B)(6) 2017. The patient manages her diabetes with ¿glucosi 50mg¿ and stated that she increased the dose of her medication to ¿100mg glucosi¿ but could not specify when. The reporter denied that the patient developed any symptoms, however stated that on (B)(6) 2017 she visited the emergency room (ER) where she received treatment with IV glucose. The reporter also detailed that on (B)(6) 2017 the patient obtained a result of ¿400mg/dl¿ on an ER meter. During troubleshooting the cca noted that the patient had been using the correct test strips and followed the correct testing process. It was not the first time the product had been used and when the patient was walked through a retest the issue was not resolved. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event.